Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was intended for use for an esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, during preparation, the suture became loose on the ligator head. The device was not used on the patient and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was intended for use for an esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, during preparation, the suture became loose on the ligator head. The device was not used on the patient and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the suture had been separated from the bands and ligator head, but was not broken. Seven knots were present in the ligator thread (suture) per design. The tripwire was partially wound onto the spool, and the suture was attached at the distal end of the tripwire. No visual indentations were found in the groove of the handle to indicate attempts to cinch the tripwire, and no damage was noted to the velcro strap. The ligator head was returned with all seven bands attached. Additionally, the ligator head teeth were found to be damaged. Functionally, the handle knob was able to be turned without issue and clicked appropriately after each 180 degree rotation. The condition of the returned device was consistent with the complaint that the suture became loose; the complaint was confirmed. This failure likely occurred due to the shrink wrap on the ligator head being removed from the incorrect end, which would result in the suture coming off the teeth. This condition would allow separation of the suture from the ligator head. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.